Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6)2023, it was reported that the infusion set's tubing came apart between tape and skin while sitting. The site location was left side of patient's left upper leg and the pump was located in the right pocket. The infusion had been used for three hours. Reportedly, it was unknown whether infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, the customer was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.